Event description:
On (B)(6), 2011, following proximal ballooning of three successfully implanted gore tag thoracic endoprostheses, the gore tri-lobe balloon catheter was unable to be deflated. The physician was eventually able to deflate and remove the balloon catheter from the pt without any reported adverse sequela.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.